Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and after the pump was implanted, the pump was repositioned and after the patient went into ventricular tachycardia (vt). Pump position was confirmed. Support continued. Additionally, the patient had a hematoma at the access site. Staff monitored and anticoagulation was withheld. The patient remains on impella support.

Manufacturer narrative:
The investigation for the reported arrhythmia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia and access site bleed could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: d4 updated model number.